Event description:
It was reported that a patient with this electrode had received multiple inappropriate shocks from their system due to oversensing of myopotentials and sense b node noise. Surgical intervention was later performed, and the electrode was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Visual inspection revealed no anomalies outside the bounds of normal medical use. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that a patient with this electrode had received multiple inappropriate shocks from their system due to oversensing of myopotentials and sense b node noise. Surgical intervention was later performed, and the electrode was explanted and replaced. No additional adverse patient effects were reported.